Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17596063m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a patient consequence of pericardial effusion which required one day of hospitalization for further observation and no medical intervention. The patient¿s medical history was unknown. Prior to the procedure, a transesophageal echocardiogram noted a small pericardial effusion. They were in the process of ¿sound¿ mapping when the physician thought that the pericardial effusion was enlarging. At this time, they were going to administer heparin. However, instead of risking further complications, the physician decided to abort the procedure. No medical intervention was performed. The patient was reported to be in a stable condition. The patient did require one day hospitalization for further observation. The patient fully recovered. It was unknown if there were any other factors that might have contributed to the event. The physician¿s opinion regarding the adverse event is that the patient had a small effusion prior to the procedure and he believed that it was enlarging as the procedure progressed. The physician did not think any biosense webster, inc. Product was involved with this adverse event. No transseptal puncture or ablation had been performed. A st. Jude medical sl1 8.5fr (406849) sheath was used. The flow setting was 2 ml/min. The smart touch unidirectional catheter was in close proximity to another catheter when it was in the inferior vena cava (ivc). During the procedure, a not reportable 106 force sensor error was displayed on the carto 3 system. Since this adverse event required hospitalization, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. Prior to the procedure, a transesophageal echocardiogram noted a small pericardial effusion. They were in the process of ¿sound¿ mapping when the physician thought that the pericardial effusion was enlarging. At this time, they were going to administer heparin. However, instead of risking further complications, the physician decided to abort the procedure. No medical intervention was performed. The patient was reported to be in a stable condition. The patient did require one day hospitalization for further observation. The patient fully recovered. During the procedure, a 106 force sensor error was displayed on the carto 3 system. The returned device was visually inspected and it was found in normal conditions. Then, a deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. Then, an irrigation test was performed and the catheter passed, no occlusion was observed. Finally, the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto3 system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however the error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding force issues has been verified. The root cause of internal damage at the sensor could not be determined. However, the root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/11/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).